Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump shut down. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer stated that they replaced battery and got a black dot in his insulin pump and reservoir was showing empty. The device will not be returned for analysis.